Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker dependant patient was recently seen and their device could not be interrogated nor would it respond to a magnet application. An electrocardiogram was done which showed pacing at 65 bpm. Boston scientific technical services (ts) was consulted and suggested pacing at 65bpm is unusual and would only be likely if there was a power on reset. The patient did recently have a rotator cuff surgery in which it is believed that there might have been electrocautery used which could have caused a reset on the device. The physician made the decision to explant immediately. During the explant procedure, there was difficulty removing the right ventricular (rv) lead from the device header and the physician stated the insulation had melted and they could not remove the lead from the device header. Ts suspected that if there was melting of the lead, that meant that there was energy on the lead and it may have somehow gotten back into the device and effected telemetry and or circuitry. The new system was successfully implanted. To date, no additional adverse patient effects have been reported.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted some small light scratches on the front of the device case, but nothing that would have any effect on device functionality. The seal plugs were intact with no signs of damage. The device header was also intact with no signs of melting or any other damage or anomaly. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The lead that was returned with the device was inserted into the header port without issue and no difficulty with insertion or removal, and all set screws functioned properly. It was verified that the device was in reset vvi mode with pacing at 65ppm as a result of memory corruption. As such, the device was not recognized by the boston scientific programmer, but was able to be interrogated with other tools within the analysis laboratory. Fresh operating code was successfully downloaded into the device and the device then passed a series of automated diagnostic testing that verifies functionality of the device commensurate with the battery voltage. The root cause for the memory corruption that lead to the device reset could not be determined, and no issues were identified with the header so the lead removal difficulty could not be confirmed.